Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 33.4 mmol/l at the time of the incident. Customer changed the set and gave bolus. The blood glucose level was down to 22.8 mmol/l. Customer was using auto mode feature. The device will not be returned for analysis.